Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the implantable defibrillator, a battery longevity until elective replacement indicator (eri) was 6.8 months. When the patient was seen on (B)(6) 2017, the longevity was 2.3 years until eri. It was determined that the longevity estimate given on (B)(6) 2017 was accurate and the one given on (B)(6) 2017 was an overestimation due to the midlife phase of the battery. The patient remained asymptomatic and would continue to be monitored.